Manufacturer narrative:
Other applicable components are: analysis of the 37761 desktop charger, sn# (B)(4), found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins recharger (insr) was not charging fully, and that their ins had depleted "was dead". A replacement desktop charger (dtc) was sent, and the patient reported that the problem persisted. A replacement insr was sent. No patient symptoms, and no additional complications were reported.